Manufacturer narrative:
The ge healthcare service representative recommended replacement of the cpu board, compact flash card. The customer declined ge service. Called customer requesting patient information (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No patient information provided to date.

Event description:
The hospital reported that the display went blank and mechanical ventilation stopped during a case. The unit replaced and procedure resumed. There was no report of patient injury.